Event description:
The customer contact reported that the device alarmed with a s233 (over temperature psc) malfunction alarm code. The device was returned to the biomedical dept with a note that stated "s233 malfunction alarm. Fan not working." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device did not pass the power up test and a review of the device history indicated a s233 (overtemperature psc) malfunction alarm code.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 overtemperature psc malfunction alarm code; however, the device did not pass the power up test with the fan assembly no functioning and the s233 malfunction alarm code was noted in the device history. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all info known by the reporter upon query by hospira personnel.